Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The following fields were updated based on the additional information received: (date of death) and from serious injury do death). Additional information was provided to the fcs: it was clarified that the patient¿s chest was opened in attempts to repair the subclavian artery. The cause of death was multiple organ failure, hypovolemic shock and aortic valve disease. Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Access site injuries, including dissection of the subclavian artery during the subclavian approach, are a well-recognized complication of the tavr procedure in this elderly population with multiple co-morbidities. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The thv training manuals instruct the user to determine with CT if the planned aortic access site is free of calcification, allows the sheath to be placed in a straight line, and leaves adequate room between the tip of the sheath and native aortic valve annulus to allow full balloon expansion. Considerations for approach, access and stabilization of the site are also provided in the training. In this case, the cause of the dissection at the subclavian/aortic junction ultimately resulting in the patient¿s demise cannot be determined. The exact timing of occurrence of the event is unknown. Per report, it was unknown whether it was related to the sheath, delivery system, or the wire.  The sheath was not returned for evaluation as it was discarded by the site. No imagery was provided of the patient¿s access vessels. A device history records (DHR) review did not reveal any issues that may have contributed to the event. Review of history for the related lot revealed no similar complaints. (B)(4). During manufacturing, the sheath shaft components were 100% visually inspected under minimum 3x magnification. During the manufacturing process the esheath final assemblies were 100% visually inspected by both manufacturing and quality. Product verification samples undergo sheath shaft kink resistance testing. Samples are inspected for kinks using a 3x magnification. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. IFU/training materials for the esheath and commander delivery system were reviewed for instruction/guidance on device preparation and usage. No IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The sheath kink was unable to be confirmed due to unavailability of a returned device or relevant imagery. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed, and therefore the possibility of a manufacturing non-conformance contributed to the reported event could not be assessed. A review of the lot history, DHR, and manufacturing mitigations did not reveal any indications that a manufacturing non-conformance contributed to the complaint. No IFU/training inadequacies were identified. The sheath was said to insert smoothly and was noted to be kinked prior to wire insertion. Review of case information revealed the patient access vessel was minimally calcified. The sheath could have interacted with the calcification causing the device to kink. Available information suggests patient (calcification) factors may have contributed to the sheath  kink. However, without the device or relevant imagery returned for evaluation, a definitive root cause is unable to be determined. Since no product non-conformance was identified, and the occurrence rate does not exceed the complaint respective trending control limit, a product risk assessment (pra) escalation is not required at this time. Since there was no confirmed edwards defect which could have resulted in the sheath kink, no corrective / preventative actions are required.

Manufacturer narrative:
UDI (B)(4). Investigation is ongoing.

Event description:
As reported by field clinical specialist (fcs), after the subclavian cutdown for access, the esheath kinked upon insertion. The sheath went in smoothly, (e was facing the patient¿s feet) but when the team was about to insert the wire, it was noted under flouro that the tip of the sheath was kinked. The sheath was removed, and a new sheath was inserted over a stiffer wire. The new sheath went in smoothly, as did the delivery system and valve. The valve looked great post deployment. There was no leak, good flow down the coronaries, and the patient was hemodynamically stable. Upon removal of the delivery system, patient began to decompensate. The blood pressure was in the 70s and falling. The wire and sheath were removed, and a dissection was noted in the subclavian/aortic junction under flouro. The patient¿s blood pressure was slowly drifting downward throughout the case but the patent wasn¿t unstable until they were pulling the delivery system out of the body. The patient was put on ECMO but ultimately passed away. The exact cause of death was not provided. The cause of the dissection is unknown, whether it was the sheath, delivery system, or the wire. The minimum luminal diameter (mld) for the access vessel was approximately 6mm, with minimal calcification and no tortuosity.